Manufacturer narrative:
The manufacturer previously reported the power management board was replaced for a "service required" alarm condition. The internal battery was also replaced.

Manufacturer narrative:
The manufacturer previously reported a failure of the internal battery and power management board. The internal battery and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery failing was due to a battery fet failure. The power management board was evaluated and was found to operate to design specifications.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.